Manufacturer narrative:
(B)(4). The homechoice device was received and evaluated by the baxter product analysis laboratory (pal). The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the device history record was performed and no issues were identified that may have contributed to the reported difficulty of home patient passed away. A review of the previous service events for serial number (B)(4) was performed and no issues were identified that may have contributed to the issue of a patient death. A review of the devices event log revealed no failure, malfunction that could have caused or contributed to the reported difficulty. The assignable cause with regards to the device was undetermined.

Event description:
The following information was received by baxter global pharmacovigilance (gpv) as a report by a consumer with supplemental information from a nurse in (B)(4) of c-diff (clostridium difficile), ischemic gastritis, sepsis, vomiting, diarrhea issues, fatal pvd (peripheral vascular disease), fatal failure to thrive, and fatal bowel issue in a patient coincident with dianeal pd2 ambuflex therapy. It was reported that on an unspecified date in (B)(6) 2011, the patient began treatment with dianeal pd2 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced c-diff, peripheral vascular disease, ischemic gastritis and sepsis which resulted in death on (B)(6) 2011. The reported causes of death were the events of c-diff, peripheral vascular disease, ischemic gastritis and sepsis. It was not reported whether an autopsy was performed. Therapy with dianeal was ongoing until the time of death. Concomitant medications were not reported. The consumer did not provide an opinion of causality. On (B)(6) 2011, follow-up information was received by gpv from a nurse. The case was medically confirmed. The nurse could not confirm that the patient experienced the events of sepsis, c-diff, and ischemic gastritis, and the outcome of these events was not reported. The nurse clarified that on an unreported date, the patient experienced vomiting and diarrhea issues which resulted in hospitalization on (B)(6) 2011. Treatment for and the outcome of the events of vomiting and diarrhea issues was not reported. The nurse clarified that the patient died on (B)(6) 2011 rather than the consumer's previous report that the patient died on (B)(6) 2011. The nurse did not have a copy of the death certificate but she stated that the cause of death was failure to thrive, pvd (peripheral vascular disease), and bowel issue (not further specified) which differed from the consumer's previous report that the events of c-diff, ischemic gastritis, and sepsis were the cause of death. The nurse stated that the events of vomiting, diarrhea issues, fatal failure to thrive, fatal pvd, fatal bowel issues, and the patient's death were not related to dianeal therapy. The nurse did not confirm or provide an opinion of causality for the events of sepsis, c-diff, and ischemic gastritis.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted.